Event description:
The customer reported via phone call that the sensor was causing her pain. The customer stated the sensor hurt when moving. The customer explained that she had inserted the sensor two days ago and that it was fine until the day of the call. The customer was advised to remove the sensor and insert a new sensor at a different location. The customer was advised that pain is normally a sign that the sensor may have hit a muscle. The customer was advised to insert to a new location. The customer's blood glucose was 49 mg/dl. The customer was advised that the sensor would be replaced. The customer agreed to return the product for analysis.

Manufacturer narrative:
Unable to confirm the insertion needle complaint due to customer returned the sensor only, not the insertion needle.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.